Manufacturer narrative:
Terumo received the actual device and visual inspection confirmed the complaint. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, there was a pen in the tray of the pack. There was no patient involvement as this occurred out of box.